Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for use. However, during introduction, it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. No known patient complications were reported and the patient's status was stable. Device evaluated by MFR: a visual examination of the device revealed no issues with the balloon, and the balloon had not been subjected to positive pressure. The stent was fully mounted on the delivery system. A visual and microscopic examination identified no issues with the stent. There were no issues found on the tip of the device. A visual examination of the shaft presented no kinks or damage. No other issues were identified during the product analysis.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 03:01 pm CT. The report number is being corrected from: 2134265-2018-64117 to: 2134265-2018-63291.

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for use. However, during introduction, it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. No known patient complications were reported and the patient's status was stable.